Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82773.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was low. Customer stated that her insulin pump gave her 14 units of insulin during the night that she did not program. Customer stated that her sensor was malfunctioning it has over 100 points different, it was giving incorrect readings and the insulin pump suspended, but the blood glucose was over 300 mg/dl. Nothing further was reported.